Event description:
It was reported that during right-sided anterior communicating artery (acoma) aneurysm procedure, the operator used an intermediate catheter and packed several coils into the aneurysm. Next, the operator delivered the subject stent through the microcatheter. However, during the delivery the subject stent got jammed and could not be advanced. Only a small portion of the subject stent could enter the microcatheter, with the majority expanding at the hub. When attempting to remove the subject stent, the operator broke the subject stent, leaving a portion of it inside the lumen of the microcatheter the subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was received. The reported lot number was confirmed from the packaging label. The stent was received in a broken/fractured condition. The proximal (closed cell) end of the stent was received in a bag, the distal (open cell) end was deployed within the lumen of a microcatheter, which is aligned with the event description. Neither the introducer sheath nor the stent delivery wire (sdw) were returned. The distal end of the stent was not able to be removed from the microcatheter. Deformation was noted to the proximal (closed cell) end of the stent. All 3 marker bands were present on the proximal end of the stent. The as reported (ar) event 'stent broken/fractured during use' was confirmed during visual analysis. The (ar) event 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) event 'stent broken/fractured during use' was confirmed during visual inspection. The second ar event 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the physician originally planned to use the competitor¿s microcatheter as the coil microcatheter and the manufacturer¿s as the stent microcatheter. However, due to a mistake by the assistant, the competitor¿s microcatheter was ultimately delivered to the stent implantation position, while the manufacturer¿s microcatheter was delivered into the aneurysm. After packing several coils, the physician prepared to deploy the stent by withdrawing it from the dispenser hoop. However, when attempting to deliver the stent into the microcatheter, it jammed and could not advance fully. Only a small portion of the stent could enter the microcatheter, with the majority expanding at the hub. When attempting to remove the stent, the physician broke the atlas stent, leaving a portion of it inside the lumen of the microcatheter. Ultimately, the physician withdrew the microcatheter out of the body. After replacing it with a new microcatheter and positioning it correctly, the physician successfully implanted a stent, concluding the procedure smoothly'. The stent was returned with half of it in a plastic bag (the proximal half) and the distal section remaining stuck inside the proximal section of a microcatheter. The stent was no longer loaded on the stent delivery wire (sdw). It was not possible to remove this section from the microcatheter lumen. Deployed and noted to be deformed and broken/fractured. The distal section of the stent was noted to be deformed. The introducer sheath and the sdw were both not returned for analysis. Unlike the manufacturer¿s microcatheter¿s internal hub profiles which are an exact match for the external profile of the distal tip of the introducer sheath, this is not the case for competitor¿s microcatheter, and precise placement of the introducer sheath is critical when using a competitor¿s microcatheter (mc). It is possible that on this occasion the introducer sheath was not advanced sufficiently inside the hub, resulting in a gap between the distal opening of the sheath and the proximal opening of the microcatheter shaft lumen. Under these circumstances the stent would be advanced into the gap between the sheath and the proximal end of the microcatheter lumen. If this occurred, the stent would begin to deploy in this gap. This would explain the resistance experienced during any further attempts by the user to advance the stent, which is aligned with the event description. This is one possible explanation for the observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the 'as reported' events: ¿stent broken/fractured during use', 'stent difficult/unable to transfer' and 'as analyzed' events: ¿stent deformed¿, ¿stent broken/fractured during use¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during right-sided anterior communicating artery (acoma) aneurysm procedure, the operator used an intermediate catheter and packed several coils into the aneurysm. Next, the operator delivered the subject stent through the microcatheter. However, during the delivery the subject stent got jammed and could not be advanced. Only a small portion of the subject stent could enter the microcatheter, with the majority expanding at the hub. When attempting to remove the subject stent, the operator broke the subject stent, leaving a portion of it inside the lumen of the microcatheter the subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.